Event description:
It was reported that the pt was admitted to the hospital due to a blood glucose value of 460 mg/dl accompanied by ketones and vomiting. A family member stated that the pt was treated with intravenous insulin, placed back on the pump on the evening of (B)(6) 2010, and discharged on (B)(6) 2010 with insulin pump therapy in place. She reported that the pt continued on pump therapy until (B)(6) 2010 with no problems or issues. The family member reported that the pt woke up on (B)(6) 2010 with no power to pump. She inserted a new battery and the pump rebooted without difficulty. The family member reviewed the alarm history and discovered that a low battery warning occurred on (B)(6) 2010 at 7:43pm followed by a replace battery alarm as expected. She stated that she never heard the alarm or warning; she had replaced the battery two weeks prior. The family member confirmed that the warnings and alarms are programmed on high.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.